Manufacturer narrative:
Investigation summary: no product returned: ppae( arrhythmia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 70-year-old female with no known prior cardiac history was brought to the emergency department with cardiopulmonary resuscitation in progress following a witnessed cardiac arrest at home. The patient achieved return of spontaneous circulation. Cardiac catheterization and echocardiographic evaluation were performed and did not reveal an acute coronary or structural cardiac cause. The clinical impression was that the cardiac arrest was likely due to an electrical etiology, with possible myocarditis. Earlier the same day, the patient experienced another cardiac arrest, and the decision was made to initiate impella cardiac support. Cardiac arrhythmias were noted and treated with amiodarone. On (B)(6) 2025, the patient was successfully weaned from and explanted from the impella device.